Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm motor position encoder error alarm due to overwritten history file. Drive support cap was inspected and no anomaly was noted. Insulin pump was received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 171 mg/dl at the time of the incident. The customer states customer was correcting for his high blood glucose levels when motor error alarm occurred. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.